Event description:
It was reported that the asymptomatic patient presented to the operating room for device change out due to normal eri when externalized conductors were observed on the lead. No electrical anomalies were detected. The lead was capped. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.